Manufacturer narrative:
A few hours following the procedure, the patient suffered a neurological deficit described as behavioral change, dysarthria, and reflex change. The patient also suffered from hemineglect and hemiparesis on the right side and hemitaxia on the left. The diagnosis was ischemic stroke. The onset was sudden. Recovery is ongoing. The patient was discharged in 2008 and will be managed at home with help from family. The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
Following a carotid stenting procedure, the same day, the patient suffered an ischemic stroke. A female patient was consented to the study in 2008. Medical history included hyperlipidemia, CABG, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, and hypertension. The index procedure was completed on the same day, and patient was asymptomatic. The target lesion location was the ostium of the left internal carotid artery (l6). There was no occlusion in the contralateral carotid. Reference vessel diameter was 7.0mm. Target lesion diameter stenosis was 80% with lesion length 30mm. Total length of stented segment was 40mm. Geometry of the lesion was ulcerated. Qualitative lesion calcification was described as concentric. The physician made access to the patient in the left common femoral artery. A v-tech catheter along with a .035 wholey wire was advanced to the left common where the v-tech catheter was positioned and carotid angiography was performed. The angiogram identified that there was an 80% stenosis of the left internal carotid artery. The patient was heparinized and a strata sheath was placed in the left common carotid artery. A 6mm angioguard distal protection device was positioned distal to the lesion and a voyager 30x20 balloon was used to pre-dilate the lesion at 10 atmospheres. The balloon was removed and the precise stent was successfully placed at the lesion, and post-dilated with an aviator balloon. Final angiographic results were excellent with 0% residual stenosis. No neurological defects were noted post-procedure. The patient left the angio-suite neurologically intact.